Event description:
A report was received that the patient developed post-operative pain in soft tissue overlying click anchors which was moderate in severity. The patient was treated with medication and no further action was taken. It was believed that the event was related to the surgical procedure and device. The event was not recovered/not resolved.

Manufacturer narrative:
Additional information was received that the event was recovering/resolving.

Event description:
A report was received that the patient developed post-operative pain in soft tissue overlying click anchors which was moderate in severity. The patient was treated with medication and no further action was taken. It was believed that the event was related to the surgical procedure and device. The event was not recovered/not resolved.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Additional information was received that the event was recovered/resolved.

Event description:
A report was received that the patient developed post-operative pain in soft tissue overlying click anchors which was moderate in severity. The patient was treated with medication and no further action was taken. It was believed that the event was related to the surgical procedure and device. The event was not recovered/not resolved.